Manufacturer narrative:
(B)(4). Additional device evaluated by MFR investigation summary: complaint sample: two opened single barrier folder and one intact overwrap pack complaint samples were received for product code nw5085 lot v8004. Complaint sample comprises of one broken piece of needle, and two suture strands of attached suture needle. Suture material was inspected under 10 x magnification and found satisfactory. Broken needle piece was visually inspected under 10 x magnification and it has been observed that several user instrument marks and bent up appearance right at the bend and break area were observed. This indicated that the needle was grasped with force. Five retain samples of the needles were retrieved for analysis. The needle retain samples were visually inspected for physical appearance like curvature, point, length etc. Attribute defects such as bend, cracked barrel and were found satisfactory, bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. From the above analysis, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. Retain sample testing: as the complaint is related to breakage needle, stiffness and ductility test are applicable & measurable parameters. Stiffness test was performed to check the behavior of the needle material and process control. All individual stiffness values were found to be above individual minimum in-house requirement for stiffness test. Further ductility test was performed to check the behavior of the needle material and process control. All the individual % stiffness values & ductility test values were found to be meeting individual in-house requirement. The above analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did 2 needles break in this procedure? ------------ yes were needles fully retrieved? ------- yes are actual needles being returned for analysis? ------------- yes. Complaint sample shipped on 10-oct-2019 note: events reported via 2210968-2019-89128 and 2210968-2019-89129.

Event description:
It was reported that a patient underwent a laparotomy on an unknown date and suture was used. During the procedure, the needle broke. The needle was retrieved. There were no adverse patient consequences reported. No additional information was received.